Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). 320-31-40 - glenosphere, 40mm (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-35-08 - small superior/posterior augglenoid plate,right (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 24 weeks post initial right total shoulder arthroplasty (tsa), a revision was performed due to a dislocating feeling in the shoulder. The stem was found to be loose. A new stem, expanded glenosphere and built up tray and liner were implanted with no issue. The surgery was performed with no issues. The rep is not sure if one particular part failed or was the cause for the revision. The explants are not available for return. No further information.

Manufacturer narrative:
D1: corrected. H6: corrected component and investigation clinical codes.